Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
(B)(4). Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.